Event description:
The screw threads that secure the top of the penlet plus lancet to the bottom disintegrated over the course of a few months so that the device no longer worked, which left me unable to test my blood sugar. I have had several of these devices, all of which did the same over the course of a few months. I check my blood sugar one of four times a day -usually twice a day-. I am very, very careful with the device, but the plastic appears to be such that it disintegrates easily. Also, there appears to be a design flaw in that only a thin line of threads secures the top part to the bottom.